Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit had missing segments in the display. Unit had been in the emergency department (ed) but there was no patient involvement and no report of harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.